Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 345 mg/dl while using a dexcom g7 with an infusion set on the abdomen and did not confirm with a fingerstick, and the event followed overtreatment of hypoglycemia with juice, potatoes, and chicken without meal announcement; the pump later presented alert 38, and the user reverted to backup therapy with subcutaneous insulin via pen after an unsuccessful dry-run troubleshooting attempt. Symptoms included thirst and fatigue. Outcomes included a transition to backup therapy without hospitalization. Investigation included technical support review and a dry-run procedure for the reported alert. Investigation of this case revealed user-related behavior contributing to hyperglycemia due to unannounced carbohydrate intake, with a device alert occurring subsequently; no additional device component malfunction was verified during the call. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia with unannounced intake and a device alert that was not resolved during the dry run.